Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the incision sites. It was noted that the patient had fever and the incisions were red and irritated. The physician did not believe that the infection was device related and it was unknown as to what caused the infection. The patient was placed on antibiotics and the infection has been cleared. The patient was doing well.